Manufacturer narrative:
This is one event (cardiovascular event) of two events reported for the same pt involving two separate products; associated mdrs #: 1225714-2013-01280, 1225714-2013-01281, 225714-2013-01282, and 1225714-2013-01283.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.